Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was found to be stretched and broken/fractured. A functional test was unable to perform due to damage of coil. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported coil in catheter friction could not be confirmed/replicated however, the analysis results are consistent with the reported event. The device was analyzed, the main coil was noted to be stretched and broken/fractured but still connected to the suture. It was noted in the event description that the coil was damaged by the detachment zone therefore it is probable that this caused friction. There was no other anomalies noted to the device. An assignable cause of procedural factors will be assigned to the as reported coil in catheter friction as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the as analyzed main coil stretched and main coil broken/fractured during use as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject coil was returned for analysis, and it was discovered that it was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.